Event description:
It was reported that at the user facility, the bur did not spin straight. During the evaluation by service, the device overheated. There was no known delay, no medical intervention, no adverse consequences to the patient reported.